Event description:
A customer contacted beckman coulter inc. (Bec) stating that liquid was leaking from the sample wash tower of the unicel dxi 800 access immunoassay system and they had obtained wash tower vacuum outside of limits error. Per customer, about 1 liter of fluid spilled. No injury or exposure was reported and medical attention was not sought.

Manufacturer narrative:
The customer drained the wash tower using a pipet and initialized the instrument, however the errors continued and the system disabled the sample pipettor. A field service engineer (fse) was dispatched on-site (B)(4) 2011 and replaced a failing vacuum pump and the vacuum pressure sensor board as it was wet due to the leak. The root cause for this event is attributed to the failing vacuum pump. (B)(4).